Event description:
It was reported that the patient's right hip was revised due to disassociation of the head from the stem.. Intra-operatively, trunnion wear and a moderate amount of black tissue in one area of the patient were noted. It was also reported that the liner was damaged by the trunnion. A 36 +5 metal head, accolade stem, and poly liner were revised to a restoration modular stem construct, ceramic head, and adm/ mdm liner construct.

Manufacturer narrative:
An event regarding damage involving a trident liner was reported. The event was confirmed via photographs. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted trident liner with damaged areas. From the photographs provided there is evidence of damage for the device. Dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated "no clinical or past medical history, no patient demographics, no examination of the explanted components, and no surgical pathology report or images of the disassociated femoral head are available. There are no photos of ¿marked trunnion wear¿ available as noted in the revision operative report. Based upon the information available for review, no determination can be made regarding the cause of the event, which required revision surgery eight-and-a-half years after primary implantation in this case." Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: no further investigation for this event is possible at this time as no devices and/ or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the head from the stem. Intra-operatively, trunnion wear and a moderate amount of black tissue in one area of the patient were noted. It was also reported that the liner was damaged by the trunnion. A 36 +5 metal head, accolade stem, and poly liner were revised to a restoration modular stem construct, ceramic head, and adm/ mdm liner construct.